Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Activity identified in the ventilator log around the reported incident date reflects typical operation with no faults identified. The device was recertified and returned to the customer. Review of the forensic memory does not match the event date of 10/06/2023. There is no activity in the ventilator log consistent with the customer report. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.